Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This document lists infection and renal dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. Although it was communicated that the reported right heart failure was considered to not be device-related, right heart failure is also listed as a potential adverse event. The heartmate 3 patient handbook is also currently available. Both the IFU and patient handbook contain various sections on how to prevent infections. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be conclusively determined through this evaluation. Further information regarding the reported events could not be provided by the hospital. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to have antineutrophil cytoplasmic antibodies associated with rapidly progressive glomerulonephritis. The patient was readmitted to the hospital from (B)(6) 2020 to (B)(6) 2021. The patient was treated with dialysis for 9 weeks. The patient's maximum creatinine value was 5.63 mg/dl. The causal relationship with the device was considered to be none. On (B)(6) 2020 the patient was experiencing right heart failure and developed ascites. The causal correlation between the right heart failure and the left ventricular assist device (lvad) was considered to be none. The cause was thought to be due to progression of patient condition. On (B)(6)2020 the patient was observed to have developed a left pleural effusion. A thoracentesis was performed on (B)(6) 2020 and (B)(6) 2020. The causal relationship with the device was considered to be none as the fluid retention had been caused by the renal dysfunction. On (B)(6) 2020 the patient was experiencing a fungal infection. Positive blood cultures were seen. The patient was treated with drug therapy.